Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported via email that the customer had high blood glucose of 1033 mg/dl on (B)(6) 2015. Customer was hospitalized due to diabetic ketoacidosis. Customer was in the intensive care for 4 days. Customer declined to troubleshoot or further discuss about the incident. Customer will not be returning the device for analysis.